Event description:
During initial implant procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was not implanted and a replacement rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual inspection found the lead body insulation bent, outer coil offset and tool markings on the insulation at the distal region of the lead consistent with procedural damage. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies.